Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation after being replaced for an unrelated non-reportable complaint on a different date. An external visual inspection was performed on the cycler and the front panel was observed to have been broken. There were visual indications of particulates around the catch post. A pre-accelerated stress test (ast) simulated treatment was performed and passed. The cycler underwent and passed a valve actuation test, system air leak test, and teach pump test. There were no discrepancies observed during an internal visual inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Corrected information: g5 (inadvertently omitted additional information on follow up #1).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. The cause of the peritonitis cannot be determined with the information available. Peritonitis is a well-known potential complication in pd patients. The patient¿s pd culture yielded growth of pseudomonas which is bacteria found widely in the environment and is often associated with infection and subsequent removal of the pd catheter (not a fresenius product).

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing abdominal pain and on (B)(6) 2019 was hospitalized with peritonitis. The pd registered nurse (pdrn) indicated she does not have the hospital discharge summary and has limited information about the patient¿s hospitalization. She stated a pd culture was obtained and grew pseudomonas. Reportedly, the patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis. The pdrn did not know any additional treatment details and does not know date of discharge. The cause is unknown as she does not have the hospital report. The pdrn stated the patient did not have any fluid leaks, or product related issues associated with the peritonitis infection.